Manufacturer narrative:
(B)(4). The device was manufactured 24 jun 2009 - 26 jun 2009. Evaluation summary: the device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor did not infuse. This occurred during infusion. There was no reported patient injury or medical intervention associated with this event. No additional information is available.